Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke off the evh sheath in the patient's leg. It stayed in the same plane as the residual c-ring which was able to be retracted. They used the hemopro device to grab the remaining piece of plastic and then removed the entire system from the patient's leg. They inspected the track well with the new vasoview device used and did not see any remaining pieces of the c-ring left in the patient. No injury to the patient. New kit was opened and procedure was completed without further incident.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke off the evh sheath in the patient's leg. The c-ring did not fall off into the patient. It simply split in two but stayed on the device. It stayed in the same plane as the residual c-ring which was able to be retracted. They used the hemopro device to grab the remaining piece of plastic and then removed the entire system from the patient's leg. They inspected the track well with the new vasoview device used and did not see any remaining pieces of the c-ring left in the patient. No injury to the patient. New kit was opened and procedure was completed without further incident.

Manufacturer narrative:
(B)(4). Corrected section: h1 - type of reportable event changed from "serious injury" to "malfunction". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb -2020 through jan -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/61) the device was returned to the factory for evaluation on 03/23/2022. An investigation was conducted on 04/05/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula shaft. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.